Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). No similar complaint type reported for units within the same lot. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, diopter -7.00/+6.0/118 implantable collamer lens (icl), into the patient's right eye (od) on (B)(6) 2017. The patient began to experience low vault, refractive surprise, and lens rotation. The lens was repositioned (B)(6) 2017.to date, the lens remains implanted.

Manufacturer narrative:
Returned product evaluation found the lens returned dry in a lens case/ vial. Visual inspection found the lens haptic broken. (B)(4).

Manufacturer narrative:
Previous: lens remains implanted. Current: on (B)(6) 2017, the lens was exchanged with a longer lens. Vault is normal, problem is resolved. (B)(4).